Event description:
Pt pacing was initiated with the device. Reportedly, the display of pt electrocardiogram became distorted, and the operator could not determine if the device was pacing properly as a result.